Manufacturer narrative:
No actual device sample was received for evaluation. However, one specimen cup containing a teflon pad with an isolated foreign material was received by manufacturing. The pad was visually and microscopically examined and the presence of the foreign material was confirmed. Microscopic examination shows the presence of a clear fiber approximately 8mm in length. The fiber was isolated and analyzed using micro ft-ir and was determined to be cotton. No lot number information was received in conjunction with this report. A lot number would be required for review of the complaint history and further evaluation. As no actual device sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of this complaint could be attributed to the manufacturing process however, a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom and the operators wear protective clothing and hair caps during the assembly process. After compounding, the viscoelastic solution is filtered twice: once over an 0.22 ¿m filter and once a 6 ¿m filter. Since the cotton particle was approximately 8mm in length, it is therefore very unlikely that the fiber was introduced into the syringe during the filling process. The barrel suppliers perform quality measures of each product before it is released; washing, drying, lubricating, assembly of the barrels and tip caps, and packaging of the syringe-tip cap assemblies are performed under appropriate clean conditions. No dust generating materials are allowed in the manufacturing area. The equipment and production environment are regularly cleaned during manufacturing. The cannula supplier was contacted and they informed us that they perform a visual inspection for foreign material on all product during the production process. Fibers equal to or greater than 0.02mm² are defined as rejectable particulate. During their incoming inspection, a sampling is performed of cannula at 15x magnification and of cannula hubs at 10x to 15x magnification. During the manufacturing process, 100% of the cannula assemblies are exposed to an air blow off for particulate and also a sampling is performed of cannula assemblies at 10x magnification. During final inspection, another sampling is performed of cannula assemblies at 10x to 20x magnification. Customer handling could also not be eliminated as potential root cause for the reported condition. Based on the complaint information, we can conclude that the disposition of the product remains unchanged. We are unable to verify the complaint however, further trending is performed. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during a cataract procedure. The patient experienced post-operative inflammation. A foreign filament was observed inside of the eye which was removed. Additional information has been requested.